Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported, the device delivered more medication than intended. At an unspecified time, line d of the device was programmed to deliver an unspecified concentration of fentanyl at an unspecified rate with a volume to be infused of 19ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the nurse "turned around and when she looked back, it had all been delivered." The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.